Event description:
The nurse entered the patient's room and found the IV tubing leaking blood. All connections and infusion sites were checked. An area approximately 10" from clave port closest to the patient was found to be leaking. It was a very slow drip. The leaking IV tubing where the blood was infusing was changed to new IV tubing set, and the transfusion continued. There was no adverse outcome to the patient.